Event description:
Our sale rep reported that during a surgery procedure it was not possible to make the nail off of the target device. They tried to remove all screws from the target device but it was not possible. They needed to implant a new nail with the same cervical hole and distal hole. They used a nail extraction adapter. At the end the surgery was completed successfully.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Associated device: (B)(4) trochanteric nail kit, ti 11x180mm x 125, lot k128753; 13200090 nail holding screw 8x35mm, lot unk; 13200065 screwdriver 8mm, ball-tip, t-handle 8x330mm, lot k448154.